Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone for the low vacuum out of range error and had customer adjust the low vacuum to resolve the vacuum issues and that is when the customer observed a slow leak from the instrument. Cts then had customer clip (trim) tubing and reattach to its fitting to resolve the issue; however, the customer called cts again reporting that the tubing was once again coming off of the fitting. Therefore, service was dispatched to the customer's site. The field service engineer (fse) found and replaced tubing from sweep-flow chamber (sf1) with broken a fitting to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 1ml from a coulter lh 500 hematology analyzer. The leak was contained within the instrument and low vacuum (vac) out of range error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.